Event description:
It was reported by the customer that the pyxis medstation es system drawer is unresponsive, attempts to recover it and to reboot the system have been made and stated that it smells like something being burned. The customer stated that there was a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no observable smoke or fire at the station. A field service engineer, replaced the pixie bus cable to resolve the issue. The system functioned as intended after the customer troubleshooted the device.

Manufacturer narrative:
The following field has been updated with correct information due to processing requirements: b5, d1, h6. Corrections: d4, g1, h4, h11. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture of july 20, 2020. This review confirmed that the device has not been returned for service and that there is no production failures associated with it that would correlate with the customer-reported issue. The report of drawer 2 requiring maintenance was confirmed by the bd field service engineer (fse). According to work order 01776883, the field service engineer (fse) found a failure in drawer 2, the fse shut down the device, and replaced several components. After rebooting, the customer reconfigured the drawer and checked the medications. All tests confirmed it was working properly. Laboratory bench testing confirmed no electrical shorts in the pcba drawer controller, which was installed and successfully tested in a medstation es system. The assembly retractor drawer hh cubie showed no broken connections in multimeter testing and was validated using the hardware test application (hta). The assembly cable pyxibus 7 drawer was also tested, with all seven connectors accurately detecting the drawer's status and cubie pockets. Visual inspection of the received pcba fh cubie pmc observed thermal damage on the part¿s component; and electrical measurement of the drawer controller board noted a component to be shorted. A shorted board component is one of the symptoms of the issue of a station drawer failing. The assembly retractor drawer hh cubie had cosmetic marks on the retractor cable, and the pcba position sensor hh sl cubie was missing its molex connector. The assembly cable pyxibus 7 drawer was in good condition, with intact connectors and wiring, while the pcba drawer controller showed no damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawer is unresponsive, attempts to recover it and to reboot the system have been made and stated that it smells like something being burned. The customer stated that there was a delay in accessing medication to a patient. As per part investigation, it was determined that there was thermal damage observed on the integrated circuit (u300) and a capacitor. There were no adverse events or injuries reported based on this incident.